Manufacturer narrative:
H3: product analysis found the pouch, handle and probe were returned in a large plastic sleeve (non-original packaging). The pouch was open on three of four sides, and the open sides were secured with white tape. Upon return, no damage or contamination observed on the probe or the handle. Electrically, the resistance of the entire assembly was measured at 0.29 ohms, which was within specification (shall be less than 0.3 ohms). The device was connected to a nim system using a 1.0ma stimulating current and 100¿v threshold; while stimulating with a patient simulator, the system consistently returned 1.0ma and a waveform/event tone over 200¿v. No anomalies or functional issues were identified during the analysis of the returned device. The complaint was not confirmed, no out of specification condition was observed. H6: previously applied codes fdm b18, fdr c20 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: previously applied codes fdm b17, fdc d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that upon starting the procedure and checking the electrodes and stimulator, it became apparent that the equipment was generating interference. The interference generated happened after 20 minutes of use on patient when stimulating the nerve. After checking the connections, ensuring the electrodes were correctly placed, and verifying that the impedance was adequate, it was confirmed that everything was in order. As the problem persisted, the probe was replaced. Once the replacement was completed, it was confirmed that both the equipment and the new probe were functioning correctly. Patient stable, with no new developments. Mapping was performed at the end to verify that the nerves were preserved, and it showed good parameters. No impact to the patient.